Event description:
As reported by our edwards lifesciences affiliate in spain, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, during valve deployment, towards the end of the commander delivery system balloon being fully inflated, the balloon burst. The final position of the valve was noted to be acceptable, but a post-dilation was performed as the valve was slightly under-expanded. There were no difficulties withdrawing the delivery system and the delivery system was withdrawn through the 14fr esheath. The patient was noted to be stable with no complications. It was believed that the balloon burst was due to calcium deposits.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing. H3 other text : device was discarded.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: e1 (reporter name and address), h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for evaluation. Review of the imagery revealed a longitudinal and radial balloon burst. It was bunched at the distal tip. Additionally, it was noted from the imagery provided that the balloon burst had occurred during valve deployment. Per the technical summary, the instructions for use (IFU), current risk mitigations that include design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the balloon burst was confirmed based on review of the provided imagery. The available information suggests patient factors (calcification) likely contributed to the event as it was noted that the patient presented with a severe degree of calcium in the annulus/leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted to include additional information. This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report number 2015691-2024-01643 for details of the other event. The investigation is still ongoing.